Event description:
Becton dickinson 20ml syringes are defective and contain a hole in the barrel tip. This exposes our staff to hazardous medications and leads to medication waste $ as it squirts out all over the place.